Event description:
It was reported that removal difficulty occurred. The target lesion was located in the moderately tortuous internal and common carotid arteries. A 3.5-5.5 190cm filterwire ez was selected for use in the carotid artery stenting. During the procedure, the filterwire ez was guided distally to the stenosis, and an attempt was made to deploy it. However, severe resistance was encountered, making deployment difficult. After that, deployment was achieved, but the shape of the filter loop felt unusual, so an attempt was made to retrieve it. However, retrieval was difficult. It was also noted that the monorail lumen of the carotid wallstent was tight, and despite attempts with the filterwire and chikai guidewire, it could not be crossed. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Event description:
It was reported that removal difficulty occurred. The target lesion was located in the moderately tortuous internal and common carotid arteries. A 3.5-5.5 190cm filter wire ez was selected for use in the carotid artery stenting. During the procedure, the filterwire ez was guided distally to the stenosis, and an attempt was made to deploy it. However, severe resistance was encountered, making deployment difficult. After that, deployment was achieved, but the shape of the filter loop felt unusual, so an attempt was made to retrieve it. However, retrieval was difficult. It was also noted that the monorail lumen of the carotid wallstent was tight, and despite attempts with the filterwire and chikai guidewire, it could not be crossed. The procedure was completed with another of the same device. There were no patient complications as a result of this event.